Event description:
In 2007, the sales rep reported that during a revision surgery the surgeon was unable to explant the closure top. The surgeon had to use the bolt cutter to cut the rod and the counter torque wrench to remove the screw. Add'l info rec'd on 08 jan 2008 via telephone, the sales rep reported that during revision surgery to address adjacent levels, one driver bent at the prongs, and the second driver, the prongs broke within the closure top. The sales rep reported that the surgeon was on the last two screws when this happened. This event caused a twenty minute surgical delay. There was no reported pt injury.

Manufacturer narrative:
Request has been made to obtain the prod. Eval is pending upon the return of the product.